Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced air bubbles in reservoir. Customer's blood glucose was 307 mg/dl, which was treated with insulin pump. Customer also reports being in a vehicle accident, but insulin pump was not damaged. Customer had a cat scan. To continue troubleshooting for air bubbles, customer will change infusion set once insulin pump gets to room temperature. No further information provided.